Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a trupulse generator and after a pulmonary vein isolation (pvi) procedure, the physician was doing a cavotricuspid isthmus (cti) and he had a steam pop. It was the ablation ¿nr.1 of the cti of 18 seconds¿, max watt 40, max temp 31°c, max force 44g (average 20g). There was no patient consequence. There were no errors reported by the biosense webster systems. Pulsed field ablation (pfa) and radiofrequency (rf) energy were used for pvi, which was done before the cti. There were 48 pfa applications and 45 rf applications completed before the steam pop issue. Radiofrequency was used when steam pop occurred.